Event description:
It has been reported to philips that the system was not booting up. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the kvm receiver and the kvm transmitter which returned the device to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the log file didn't confirm the reported issue. The fse inspected the system and identified that the data monitor didn't turn on and there was a red light on the kvm. The issues were identified with the kvm transmitter and the receiver. The fse replaced the kvm transmitter and the receiver to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.